Event description:
This complaint is from a data use agreement (dua). The dua summarizes the safety related data on data use agreement (B)(4)) for bme staples. Data collection was between may 2022 ¿ march 2025 at (B)(6). Patient number (B)(6): the patient is a 56-year-old female. She experienced delayed union, hardware prominence, and pain. The patient required implant removal. Implant involve(s): unknown bme - quantity 2.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a1: patient number (B)(6). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.